Event description:
It was reported that the right ventricular (rv) lead dislodged and pulled back into the right atrium. The lead oversensed the patient's atrial flutter as ventricular tachycardia (vt) and the patient received an inappropriate shock. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.